Event description:
Additional information received on 4/22/25 for report mw5167699. Findings of the investigation: this complaint was sustained as category ii. In addition to the above summary, the subject soltive pro laser system (ecn: 32199; s/n: (B)(6)) was researched via dmlss, finding wo: (B)(4) for this unit. Although olympus was unavailable at the time to receive the unit, the sales representative provided a return material authorization (RMA): (B)(4) for evaluation. This RMA was given to tsgt (B)(6), medical maintenance supervisor, and a report from olympus is still pending. Tsgt (B)(6) indicated that the only contact is the sales representative: (B)(4). The incident involved a laser system fiber malfunction (p/n: tfl-fbx200bs; lot #: kr391665; mfg: olympus america inc.) During a surgical procedure. The original damaged fiber was not retained for analysis. The incident was reported to patient safety via a patient safety report (psr) #(B)(4). However, neither the medical maintenance supervisor nor their staff were notified at the time of the incident. The information provided suggests that the laser fiber ignited after accidental staff contact with the soltive pro laser system (ecn: 32199; s/n: (B)(6)). Following the incident, the fiber was replaced, restoring normal system function. No further issues were reported. This incident appears to be an isolated incident. Crucially, the damaged fiber was not retained for analysis. It is recommended that a procedure be implemented to preserve such components for future failure analysis to determine root cause and prevent recurrence.

Event description:
Additional information received on 4/18/2025 for report mw5167699. In addition to the above summary, the subject soltive pro laser system (ecn: 32199; s/n: (B)(6)) was researched via dmlss, finding wo: (B)(4) for this unit. Although olympus was unavailable at the time to receive the unit, the sales representative provided a return material authorization (RMA): (B)(4) for evaluation. This RMA was given to tsgt (B)(6), medical maintenance supervisor, and a report from olympus is still pending. Currently, no dedicated olympus point of contact (poc) is available; tsgt (B)(6) indicated that the only contact is the sales representative: (B)(4). The incident involved a laser system fiber malfunction (p/n: tfl-fbx200bs; lot#: kr391665; mfg: olympus america inc.) During a surgical procedure. According to the originator, the fiber ignited and broke after being accidentally bumped. Operating room staff replaced the fiber, and the system.

Event description:
The physician was performing a procedure on a patient to remove kidney stones. The laser fiber was connected to the laser system - soltive pro s/n: (B)(6). The technician was moving a monitor mounted on a boom arm for the physician to have a better view. While he was reaching to get the monitor, he bumped the laser fiber, and the fiber split from the adapter that plugs into the laser system. When the disconnect happened, a small flame occurred that was less than 1cm in height. The technician immediately put the flame out with water that is kept near the procedure per manufacturer's instruction for use. The technician got a new laser fiber, and the procedure was completed. The procedure was fully completed and there was no injury to the patient. No action requested at this time. There are no other items from the same lot number in our facility. The laser system was sent to the manufacturer for further evaluation and an incident investigation is being completed by local equipment maintenance experts.